Event description:
Doctor was doing a poem (peroral endoscopic myotomy) procedure, and on 3 different occasions the resolution 360 ultra clips had misfires. On each occasion the endoscope was removed, and the misfired clips manually removed. All three packages and clips were kept each with the same ref, lot and exp date on all three.